Manufacturer narrative:
The previous calibration performed on (B)(6) 2019 had acceptable results. The previous qc test had acceptable results. It was noted that centrifugation spin time was too short. It was noted that the sample was checked after 24 hours and there was no noticeable clotting. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable urea nitrogen results from the cobas 8000 c 702 module. The initial result was 17 mg/dl. The physician question this result as the patient had a previous bun of 64 mg/dl. The repeat result was 62 mg/dl using another analyzer. The repeat result, using the same analyzer as the initial result, was 66 mg/dl, which was believed to be correct. The questionable result was reported outside the laboratory. The reagent lot number was 42549601 with an expiration date of 30-apr-2020.